Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor on the insulin pump alarmed lost sensor and cannot link the sensor with the transmitter. The customer's blood glucose reading was 50 mg/dl at the time of incident. Troubleshooting found that the sensor and the transmitter were not fully connected. Troubleshooting advised customer on how to connect the devices and to monitor the pump and call back if there are any additional issues.